Manufacturer narrative:
(B)(4). Batch # unk . Additional information was requested and the following was obtained: did any pieces fall into the patient? No pieces fell into patient. Will all pieces be returned with the device? All pieces of the device will be returned this is an analysis of a photo submitted to ethicon for evaluation: during the visual analysis the following was observed: the photograph shows an er320 device with damaged jaws. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the plastic cover at the distal tip of jaws of device was broken - could not deploy a clip opened another device and completed procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/06/2022. D4: batch # x94r9h. Additional information was requested and the following was obtained: " did any pieces fall into the patient? No pieces fell into patient. Will all pieces be returned with the device? All pieces of the device will be returned" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the jaws damaged. In addition, the packaging opened was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components, no anomalies were noted. In addition, 18 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.